Event description:
After placement into the patient, the splines inverted on each other, and the catheter would not work. The catheter was removed and replaced with no harm to the patient. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).